Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead exhibited high thresholds and possible perforation. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.